Event description:
It was reported that during a da vinci-assisted incisional hernia tar surgical procedure, the mobilization of the large suturecut needle driver instrument tip was not as usual. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the system is always checked before use. The instrument did not move in the positions that the surgeon wanted. The customer changed the instrument during the operation to a new instrument which worked correctly.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument to perform failure analysis (fa). Fa was not able to reproduce nor confirm the customer reported complaint due to the returned condition of the instrument. Additional observations not reported by site that are not related to the customer reported complaint: the instrument was found to have failed the engagement test during in-house testing. The instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. The instrument was found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.